Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy, right salpingo-oophorectomy, modified mccall¿s culdoplasty and posterior colporrhaphy due to rectocele and constant pelvic pressure. It was reported that following insertion the patient experienced rectal pressure and discomfort, pelvic pressure, infections, urinary urgency, urinary frequency, extensive scar tissue, pain and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2007 due to mesh protruding through the wall of vagina, causing pain, bleeding and discomfort. No additional information was provided.